Event description:
After discussion with the surgeon, the integra customer reported to the integra sales representative that they are wondering if duragen is a contributory cause of a few "pseudomeningoceles". No further additional information is available.

Manufacturer narrative:
Integra has completed their internal investigation on 02/26/2016. No complaint unit was received for evaluation since the complainant was not aware of which particular duragen is the one related to the reported discussion. Product catalog and lot number was not reported as part of the complaint opening. After reviewing the integra complaint system since 2014, only this complaint has been reported related to the integra customer reported to integra sales representative that they are wondering if duragen is a contributory cause of few "pseudomeningoceles." Complaint occurrence rate of (B)(4). Since the finished good lot number was not provided, the device history record (DHR) could not be reviewed and the retain samples could not be evaluated as part of the investigation. Therefore, it is not possible determine a root cause based on the reported information.